Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found the lead was returned with no reported event. As received, a complete lead was returned in one piece. Visual inspection found clavicle crush damaging/separating the outer insulation and fracturing/separating all five filars of the outer coil at the middle region of the lead consistent with clavicle crush forces. All other damage noted is consistent with procedural damage. Electrical testing did not find any indication of internal shorts.

Event description:
This report is to advise of an event observed during analysis.